Event description:
It was reported that an asymptomatic patient presented in hospital for follow up due to an unrelated medical condition. Device was post-paced t-wave oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.